Event description:
It was reported that the right atrial lead exhibited noise. All other electrical measurements were normal. The physician elected to cap and replace the lead. The patient did not experience any symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.